Event description:
Additional information was received that per the physician, the valve contributed to the patient's death as severe stenosis and right heart failure was observed and pulmonary hemorrhage after ballooning of the valve. The organism cultured for endocarditis was streptococcus parasanguinis and vegetation was present on echocardiogram. The patient was treated with intravenous therapy (IV) antibiotics and angioplasty of the pulmonic valve as a temporizing measure with the plan to surgically explant the valve but the patient passed away prior that.

Manufacturer narrative:
Updated data: a4 b5 d4 h4 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 4 months following the implant of a transcatheter pulmonic valve, the patient was diagnosed with sepsis and endocarditis. Approximately 3 days later, the patient died. Per the physician, complications related to extracorporeal membrane oxygenation (ECMO) may have contributed to the death.